Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not connected the infusion set tubing to the cartridge pigtail during the fill tubing step. Air bubbles were observed in the tubing. Tandem technical support assisted the customer with removing the air bubbles. Blood glucose was 379 mg/dl and a correction bolus was delivered. Insulin delivery was resumed.